Event description:
Patient complained of un-intended output during electrotherapy treatment. The clinician did not report any device settings or patient condition.

Manufacturer narrative:
A device evaluation was performed by our service department. Root cause is unknown because the device performed to specification and to its intended use. The service department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.